Manufacturer narrative:
Tech found that the brake casters were faulty. Replaced both casters to resolve this issue. Bed located in ed.

Event description:
Complaint received that both foot section brake casters swivel when in brake. No injury reported.